Manufacturer narrative:
Device passed displacement test and self test. Pump error found in the pump history due to software error. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. No unexpected alarms noted during testing. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected alarm. The customer¿s blood glucose value was 140 mg/dl. The customer was able to clear the alarm and able to successfully rewind the insulin pump. The customer reported that at the time of self test insulin pump alarmed hardware low level failures. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.